Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were the device jaws eventually able to be opened?

Event description:
It was reported that during a cystectomy procedure, after the 3rd firing the customer felt like the device was a little stuck upon trying to open, but was able to open, reload and use again. After the 5th firing of the device they were unable to open the jaws. The device was already out of the patient when they were attempting to open it, however, the procedure was finished at that point. There were no patient consequences reported. No device will be returned.